Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty with positioning the delivery shaft was confirmed with inspection of the returned device. A review of the lot history record revealed no manufacturing nonconformities for the lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulty positioning the delivery shaft appears to be related to the user technique where it was reported that the user had too much m knob applied on the device. This resulted in bowing and a set in shaft was noticed due to excessive curve application. Additionally, patient had mitral annular calcification which can also contribute to difficulty steering around the calcium. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the irregular movement of the clip noted during the procedure which has potential to cause or contribute to serious injury. It was reported that the first mitraclip was implanted without incident in the patient with mitral regurgitation grade 4. A second mitraclip delivery system (cds) was inserted, but a set in the shaft was noted. The physician acknowledged that too much m knob was applied and was the cause of the set in the shaft. This was noted when the trajectory of the second mitraclip was being checked. The cds was removed and replaced without incident. Another mitraclip was implanted reducing mr to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.